Manufacturer narrative:
(B)(4). The customer does not know the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that during use the cuff didn't inflate. The tube was removed and replaced. There was no patient harm reported.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed it was observed after hours the cuff deflated. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.